Event description:
Please refer to the initial-report.

Manufacturer narrative:
Based on the available information and analysis of the logfile, the case in question could be reconstructed and no indications for a malfunction of the device or one of its components were found. The logfile shows that the case was started at 8:52am using the ext. Outlet/aux cgo. At 8:53am, the unit was placed in standby before the procedure was continued in ext. Outlet at 8:56am. According to the following records, a pressure build-up was possible as airway pressures up to 33 mbar were measured and occasionally pressure high alarms were given. The inspiratory o2 level was above 90% and etco2 around 20 mmhg. At approx. 9:08am, the patient obviously was disconnected as no further etco2 was detected. At 10:11am, the unit was placed in standby and afterwards, a leak test was successfully completed. The logfile analysis revealed no indications for a device malfunction, neither during nor before or after the reported event. Ventilator and gas dosage were fully functional during the whole case. Dräger finally concludes that the patient death was not the result of a device malfunction. The device operated according to its specification.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a patient died. Per actual state of knowledge, there is no further information available about the circumstances.